Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted using a proglide device with a 7f sheath after an interventional balloon angioplasty. Reportedly, after the suture was deployed, the guide wire would not re-insert into the proglide exit port. The back end of the guide wire could be inserted with friction felt. The physician removed the proglide and closed not over the wire. Hemostasis was achieved with the proglide sutures. There was no reported adverse patient effect. There was no clinically significant delay in the procedure or therapy. After the case, outside of the anatomy, after multiple attempts with guide wires, the floppy part of the terumo guide wire was able to go in and out of the proglide sheath at the exit port. Blood came out of the proglide sheath. Reportedly, the problem seemed to be an obstruction in the proglide sheath. No additional information was provided.

Manufacturer narrative:
(B)(4). Correction: device was returned. The device was returned for analysis. The reported blockage and resistance advancing the guide wire were not confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.